Manufacturer narrative:
The device was returned for investigation. Pump turned off, power down and pump turned on alarm messages were identified in the event log. A visual inspection and functional test were performed, and the reported failure was replicated. Fluid ingression was found on pump by the chassis base of the downstream occlusion sensor which causes the "double beep no cassette" issue. The root cause of the event can be attributed to user induced fluid ingression. The downstream occlusion sensor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device double beeps with no cassette during testing. No patient injury was reported.